Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204 (belt/monitor unusable), "add gel/replace belt" messages) has been confirmed. Upon investigation, the cable connecting the distribution node (dn) to the rear therapy electrode (te) was detached from the dn, breaking all of the wires in the cable and cracking the j702 in the dn. The root cause of the "add gel/replace belt" messages were the broken wires and the cause of the service code 204 was the cracked j702. The root cause for the damaged cable was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was receiving service code 204 (belt/monitor unusable) and "add gel/replace belt" messages.